Event description:
Pentax (B)(4) notified pentax medical that the insertion flexible tube (ift) was collapsed which was in for repair due to image failure involving pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4). The investigation at pentax (B)(4) noticed that the ift was collapsed and the electrical connection was defective. No further information was provided at the time of the report. The defective ift will be replaced as part of the service repair.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.